Manufacturer narrative:
A4 and a5, ethnicity, are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during impella rp smart assist system with automated impella controller ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
It was reported that implantation of an impella cp was attempted but was unsuccessful so implantation of an impella 5.5 was attempted via axillary. The impella 5.5 passed an anastomosis, but stopped just a little after. Implantation of the impella 5.5 was aborted and a new impella cp was implanted via axillary instead.

Manufacturer narrative:
The investigation of delivery issues has been completed. Reported having issues delivering impella 5.5. It passed the anastomosis but stopped just a little bit after. Impella 5.5 was aborted and cp was implanted successfully. The patient had small vessels. Impella 5.5 was returned and no damages or abnormalities were found. The root cause of the delivery issue was most likely patient condition related since the patient had small vessels.